Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-31915. It was reported that during the ipg pocket revision (reported under MFR # 3006705815-2020-31914) it was discovered that there was fluid in the lead. Diagnostics revealed that there was high impedance on 2 contacts on one of the lead. As a result, the physician decided to explant and replace the lead resolving the issue. It is unknown which lead is liable so both leads are reported.